Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.add h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2026, the patient experienced an event where she experienced vomiting, diarrhea, and was diagnosed with dka. However, the patient refused to provide any further event details, including how the cgm was behaving during this event or any treatment details. No other patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.